Event description:
In 2008, the patient reported that 1/4 of the display of this infusion device is very faint and almost impossible to read. He stated that he first noticed the issue one month ago. The infusion device has not been exposed to water and has not been dropped. The display is not cracked or broken. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.